Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep reported a return of urgency and frequency. The environmental/external/patient factors that may have led or contributed to the issue weren't known. The troubleshooting/diagnostics performed included "impedance check and battery life check in (B)(6) 2019 and both impedance check was suspect and battery life was depleted". The action/intervention taken to resolve the issue was they changed programs until all exhausted and increased stimulation. Additional information received from a rep who confirmed the information with the hcp. When asked to clarify "impedance check and battery life check in (B)(6) 2019 and both impedance check was suspect and battery life was depleted", the rep reported high impedances were observed on multiple combinations and the battery life was less than twelve months. The cause of the high impedance issue was unknown. On (B)(6) 2019, amplitude as increased to 3.0v and the pulse width (pw) was increased to 360, but the high impedance issue was not resolved. Furthermore, the patient couldn't tolerate any further increase so the system was replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.